Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2014.

Event description:
According to the reporter: the customer reports that balloon burst while it was not overinflated and could not be used. The physician used another one. All the pieces were retrieved. No consequences.